Event description:
It was reported via repair work order that the track belts were loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).